Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the left ventricular lead had externalized conductors. No anomalies were noted before the surgery from the x-ray and device. The patient did not experience any adverse event from the externalized conductors and the patient was stable.

Manufacturer narrative:
Internal insulation abrasion was noted at 70.5 - 80.4 cm from the pin. The etfe coating was intact at this location.